Manufacturer narrative:
Further information was received indicating this event is supplemental information to MFR # 2916596-2023-04820.

Event description:
It was reported that the patient had a mild ischemic stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.